Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.

Manufacturer narrative:
(B)(4). The dhrs for the lot numbers provided were reviewed and found complete without any irregularities. Lot no. 06j1153411, complaint no. (B)(4) - this instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 50 piece lot in (B)(6) 2012. Lot no. 06c1383738, complaint no. (B)(4) - this instrument was manufactured at the tecomet, inc. Kenosha facility as part of a 40 piece lot in (B)(6) 2013. Lot no. 06k1156866, complaint no. (B)(4) - this instruments was manufactured at the tecomet, inc. Kenosha facility as part of a 45 piece lot in (B)(6) 2012. Lot no. 06a1496917, complaint no. (B)(4) - this instruments was manufactured at the tecomet, inc. Kenosha facility as part of a 50 piece lot in (B)(6) 2015. No instruments were returned for evaluation, therefore we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and 100% function tested at other remarks: time of manufacture. No corrective action required at this time.

Event description:
The clips were easily broken during ligation of vessels. No clips fell in the patient's body and there was no health injury reported.